Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but was returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted. The test result was negative. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be conclusively determined at this moment.

Event description:
Olympus was informed that the subject device was tested positive for an unspecified microorganism when the user facility conducted a routine microbiological test. It is unknown in which part of the scope the microorganisms were found. There was no report of patient infection associated with this report.